Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) migrated out of the prevesical space. The reservoir was explanted, replaced and placed it in a more secure spot on the opposite side. There were no patient complications reported.